Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower scan result on the adc device compared to an unspecified reading obtained on the healthcare professional (hcp) meter. The customer did not notice a trend arrow on the device. The customer experienced unspecified symptoms and was able to self-treat with insulin (dose/type unspecified). It is also unknown if the customer received third party treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a glucose reading by adc device sensor scan of 49 mg/dl was compared to a blood glucose test performed on the hcp meter with a result of 49 mg/dl, which when the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of adc device was 2 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.